Event description:
A leak was detected from the gas outlet port ot hte device during ECMO support after approximately 4-6 hours service life. The unit was replaced during the case with no patient complication reported.